Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's pump was updated on (B)(6) 2020 and he presented to the emergency room (ER) on (B)(6) 2020 because his pain wasn't being managed. The ER gave him a muscle relaxer (robaxin). He came back to the ER on (B)(6) 2020 where he was "awake but not alert." It was also noted he was "alert just not being responsive." They weren't sure if the issue was the pump or the muscle relaxer. He was given "0.4 of narcan" but he wasn't in respiratory distress, he was "awake just not responding." He had not had a narcan drip at that time. The patient was going to remain in observation. The managing doctor was contacted and he didn't want any adjustments made to the pump at that time. There were no environmental, external or patient factors which may have led or contributed to the issue. It was unknown if the issue was resolved. Surgical intervention was not planned or scheduled. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.